Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. During evaluation handpiece got hot. Handpiece failed specs due to cap bearing failure on turbine. Also upon taken cap off, found cap damaged from coming in contact with rotor.

Event description:
It was reported that a midwest e 1:5 ca overheated during use and burned a patient's lip. The doctor applied vaseline to the burn and the next day there was a small blister present.